Event description:
Pt status post plate and screw implantation on (B)(6) 2011 returned to surgeon approx three or four months post op and presented with an infection. Surgeon removed the hardware. Surgeon noted pt had a partially erupted third molar in which it was removed at the initial surgery, surgeon stated patient's history may be a contributory factor in the pt infection, pt was non-compliant. Surgeon also noted at the time of explant the mandibular fracture appeared healed. This is six of none reports for this event.

Manufacturer narrative:
Without a lot number the device history records review could not be completed. The investigation could not be completed, no conclusion could be drawn as no product was returned.